Event description:
Additional information was received from the consumer. Patient reported their weight at the time of the event was between 70 and 80 pounds. The recharger was removed from the skin. The patient was told she shouldn't recharge at night in bed and shouldn't lay on recharger. The patient had been recharging outside in yard when shocking occurred. The patient saw their healthcare provider (hcp) and it worked one day and the next day it did not work anymore. No diagnostic testing was done. The patient has not used the device in over a year and it was not working for patient. The patient requested information regarding possible donation of equipment. The patient was redirected to their healthcare provider (hcp). The patient mentioned that she does not have any legs and has lupus. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of d11: product ID neu_recharger_acc lot# serial# unknown implanted: explanted: product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_recharger_acc, serial#: unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins). The patient reported she experienced shocking around her waist when she would recharge her ins. Patient reported she had this checked and everything seemed to be fixed at the time. However, patient reports the next day the insr would not power up. The patient reported that because of this she has not recharged her ins. The patient reported this all started a year and a half ago but later confirms we did send her equipment that did not resolve the issue. No further complications were reported/anticipated.